Manufacturer narrative:
The investigation determined lower than expected vitros dgxn results were obtained from a single level of vitros tdm performance verifier (lot t5896) quality control fluid processed on a vitros 5600 integrated system. A vitros dgxn slide lot issue was ruled out as a contributing factor as acceptable performance was observed using the same dgxn slide lot on an alternate vitros instrument in the customer's laboratory. The investigation determined the most likely assignable cause to be an analyzer issue. Vitros dgxn precision testing performed using two different slide lots was not within acceptable guidelines, indicating an instrument issue was likely the contributing factor of the lower than expected dgxn results. An ortho field engineer is expected to go on site to investigate the vitros analyzer and resolve the issue. The investigation is ongoing.

Event description:
A customer obtained lower than expected vitros dgxn results from a single level of vitros tdm performance verifier (lot t5896) quality control fluid (tdm = 1.7, 1.9, 1.9, 2.0 versus expected 2.7 ng/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros dgxn results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).